Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 288mg/dl and 272mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 3/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has not made any recent changes in his exercise regimen and medication; but has been on a soup diet due to removal of teeth. The customer is testing twice a day (fasting) and is taking medication for his diabetes (insulin).